Event description:
Customer had two samples in 2009, with high creatinine results, testing was repeated and results were different. One pt example was provided. Initial result 2.0, repeat 1.0 mg per dl. Original results were not reported, no pts treated on results, no pts affected.

Manufacturer narrative:
The field service representative was unable to determine the cause. He performed tests to verify analyzer operation including a check test which was within specification.